Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to damage on charged coupled device unit, foggy image occurs, objective lens has a scratch, forceps elevator wire is completely cut off, plastic distal end cover has a scratch, connecting tube has a scratch, due to wear of angle wire, bending angle in down direction does not meet the standard value, grip has a scratch, suction cylinder is shaved, switch 1 has a scratch, scope cover has a scratch and universal cord has a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope bending section rubber had a leak and the forceps elevator was not working. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign objects on adhesive of bending section rubber. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that a foreign substance adhered to the a rubber adhesive part, but the foreign matter could not be identified. However, the cause of the residual foreign matter could not be identified. Olympus will continue to monitor field performance for this device.